Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that after inserting the catheter, there was resistance when removing the stylet, and when pulled strongly, the stylet was fully extended. There was no serious injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed stylet is confirmed and was determined to be use related. One hydrophilic stylet with t-lock was returned for evaluation. An initial visual observation revealed the presence of use residue on the sample. The proximal end of the core wire was located at 32cm distal to the t-lock, leaving the coiled wire without internal support along that entire length. Additionally, the coiled wire appeared to be stretched and unraveled proximal to the t-lock. A microscopic observation revealed tapering of the core wire cross-section near the break site, and a small lip at the tip of the break. The fracture surface appeared to be irregular and granular in texture. Biological residue was observed between the coils near the core wire break site. The weld tip appeared to have a very small damage. The observed features indicate the stylet may have been forcibly pulled at an angle, which caused the stylet to break and unravel. This complaint will be recorded for future trending and monitoring purposes.